Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. The customer reported low scan readings, and self-treated to raise blood glucose. The customer began to experience symptoms of dehydration and self-presented at a hospital. A healthcare meter result of 25.6 mmol/l was obtained compared to a sensor scan of 8.5 mmol/l. When the results plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer was diagnosed with hyperglycemia and administered insulin and other unspecified fluid via IV. There was no report of death or permanent injury associated with this event.